Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 april 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial escalation analysis, there was differences between sensor readings and fingerstick measurements at the time when the events were reported. At the time, it could not be confirmed what was the root cause of the differences, so RMA was authorized to bring back the sensor 260116 for further analysis. The RMA is not received and therefore no further investigation could be performed at this time.no sensor replacement was offered as it was nearing end of its life at the time when the issue was made aware. RMA was authorized for return of the sensor, but it was never received. No further resolution was possible for this complaint. H3.device evaluated by manufacturer?no,not returned to manufacturer. H6. Type of investigation updated to 4114. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.